Event description:
End user stated she was in the shower using the 9871-1 transfer bench when the right rear leg gave way, a bolt allegedly sheared off. User fell back, hitting her head on the shower wall, jumped up, which caused her to strained her back. Medical intervention sought (B)(6) but her back was allegedly too inflamed to have scans done, per her doctor. MDR filed.